Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres around 10 seconds upon third inflation. The procedure was completed with another of the same device. No complications reported.